Event description:
It was reported in a service report that the nurse call was not functional. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: communication cord was damaged.